Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that he was hospitalized due to low blood glucose. Customer's blood glucose at time of admission was 40 mg/dl. The customer was admitted to the hospital (B)(6) 2016. Customer had hypo issue occurred while driving car and got in a car accident doesn't remember anything. Customer was wearing the pump at the time of hospitalization. Customer was wearing the pump when he was involved at time of accident. Customer declined to troubleshoot for low blood glucose because he will see his doctor. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 200 mg/dl. The customer was treated for high blood glucose with bolus and manual injection. The customer was advised the 2 high blood glucose rule. The customer was advised to change entire set, reservoir and insulin and treat. The customer was advised to call went tubing clamp received to perform high pressure test.